Event description:
It was reported ongoing occlusion alarms occurred. Reportedly, the customer failed to properly cycle the cartridge. There was no adverse impact to customer¿s blood glucose level. The customer either pressed resume or changed pump supplies to continue insulin therapy.

Manufacturer narrative:
Per the user guide the customer must properly cycle the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.